Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Labeling states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the thigh. Reaction was located on the inside of the upper thigh. It was indicated that the patient had an allergy patch test performed. Date of patch test was not provided. Additional event or patient information is not available. No product or data was provided for investigation. However, a photo of the reaction was provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).